Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a loss of balloon pressure the patient had his artificial urinary sphincter (aus) pressure regulating balloon filled with additional fluid. The device remains implanted and nothing was replaced. Should additional information be received, a supplemental report will be filed for the addition information.